Manufacturer narrative:
The clinical observations were reported from a competitive representative and no additional information could be obtained regarding further product issue details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had triggered the lead safety switch (lss) due to an out of range pacing impedance measurement. The lead was fractured and a revision procedure was performed to replace this lead. No additional adverse patient effects were reported.